Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/ dl at time of incident and the low blood glucose value was 40 mg/dl and the current blood glucose level was 130 mg/dl. Customer stated that he was able to treat with set and reservoir to bring it down and never needs to change it. Customer also reported no issue with fill cannula. Customer at the end of the call mentioned that battery cap was damage. The device will not be returned for analysis.